Event description:
Since the original report was filed, there were additional adverse events reported by the study: clinical rationale: it was reported that an impella rp flex was inserted into the right femoral vein in a patient presenting in cardiomyopathy. Adverse event (ae) # 3: acute kidney injury (aki) was reported to have a probable relationship to the pump. On admission, the patient's creatinine was 1.1. The creatinine elevated to 2.0. Ae #4: hemolysis was reported to have a definite relationship to the pump. Diagnosis to include secondary to hemolysis vs pre-renal as the patient was nothing by mouth (npo) since admission. Trending basic metabolic panel (bmp) and electrolytes. Ae #5: deep vein thrombosis (dvt) was reported to have a probable relationship to the pump. A bilateral study was performed and there is acute partially occlusive deep vein thrombosis in the common femoral vein. All other veins are patent and comppressible. The post-procedure outcome is unknown. Thrombus (thrombosis) can occur due to inadequate anticoagulation. Thrombosis is an adverse event associated with both impella's mechanical support and percutaneous coronary intervention.

Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 updated with additional failure modes received from the clinical site. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint/patient coding was updated/corrected and therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the final coding that reflects the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review confirmed the device passed all post-sterilization inspection checks. The causes of thrombosis, renal injury, and hemodynamic instability could not be determined due to insufficient clinical details. The hemolysis/mechanical interaction with blood was attributed to biomaterial ingestion, supported by data log analysis indicating an ingestion event prior to the reported hemolysis. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after explant of an impella rp flex, a patient experienced hemolysis coinciding with an acute kidney injury. Protek duo placement was performed due to the noted issue. The patient was noted to be stable.

Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Hemolysis: no product was returned for analysis. Clinical details mention ldh greater than 1400 on explant coinciding with acute kidney infection. The data logs show a motor current spike with speed deviation and placement shift on 4/6, about 20 hours after implant. At the same time there was a slight rise in purge pressure and slight decrease in purge flow. The root cause of the hemolysis was most likely biomaterial as evidenced by the ingestion pattern observed in the data logs occurring before reported hemolysis. Based on the data log review the failure mode thrombus was added. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.